Manufacturer narrative:
Device labeling single use or reuse. Method: device not returned. No evaluation will be performed. Conclusion: no conclusion can be drawn.

Event description:
On (B)(6) 2012, a patient contacted our firm to report a central corneal ulcer left eye. He states he was vacationing in (B)(6) when the injury occurred. Product was purchased in the u.s. The patient was referred to an ophthalmologist in (B)(6) and treated with antibiotic drops for two weeks before being allowed to fly back to the u.s. The patient states his symptoms have resolved with no visual deficits. The patient reports the ulcer has healed leaving a 0.8mm central scar. He is being treated with steroids to shrink the scar. The patient reports habitually wearing lenses extended wear from 2 to 4 weeks. Approved product labeling is "up to 6 nights / 7 days of continuous wear." Medical records from his initial treatment and follow up in the u.s have been requested. A lot history review is pending and will be reported within 30 days of completion. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.